Manufacturer narrative:
A review of tickets for architect total b-hcg reagent lot 72016ui00 did not identify an increase in complaints related to falsely elevated results and no trends for the reported issue. Return testing was not completed as returns were not available. Historical performance of the architect total b-hcg assay was evaluated using world wide data from abbott link for lot 72016ui00. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 72016ui00 is within the established control limits and no unusual reagent performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of labeling was found to adequately address the issue. Based on the investigation no product deficiency was identified for the architect total b-hcg, lot 72016ui00. Suspect medical device 4. Lot # from unknown to 72016ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer reported false positive architect b-hcg results on two patients. (B)(6). There was no reported impact to patient management. There was no additional patient information provided.